Manufacturer narrative:
Manufacturing site evaluation: samples received: 16 unopened (closed) and 5 opened racepacks. Analysis and results: there are previous complaints of this code batch. There are no units in stock. Received 16 closed samples and 5 open samples with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread detached while withdrawing.